Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer requested support; however, no details were provided regarding the issue and why the customer actually needed support. The device was not in use on a patient.

Manufacturer narrative:
The device was not evaluated by a philips representative and the customer was unable to provide a clear description of the actual issue that occurred. The customer explained they would test the device again and send the device to the bench for repair, but the device was never received by the bench. It was later reported the customer resolved the issue on their own by replacing the ac module and the battery; however, the customer still did not provide a clear description of the issue that occurred.

Event description:
It was reported to philips that the customer requested support; however, no details were provided regarding the issue and why the customer actually needed support. It was later stated there was a possible pads issue during op checks, but the customer was still unsure of the actual issue. There was no patient involvement.